Event description:
The initial reporter alleged non-reproducible reactive results with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The first test result for the sample was 26.3 coi (reactive), and the second test result was 106 coi (reactive). Further testing was conducted at the institute of liver diseases within the same hospital, where the sample tested negative for hbsag using the cobas e 801 analytical unit and the hbsag ii quant ii assay.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications, and no reagent-related issue was identified. A review of quality control data confirmed that results were within expected ranges, and repeatability testing showed consistent performance. The root cause was attributed to a pre-analytical issue, specifically insufficient centrifugation of the sample, which may have led to the initially reactive results. This conclusion aligns with the instructions for use, which recommend retesting all initially reactive or borderline samples in duplicate. The device remains in operation at the customer site, and the customer was advised to ensure adherence to pre-analytical procedures, including proper clotting time, centrifugation time, and speed, as specified by the manufacturer of the sample collection tubes.